Event description:
The customer reported that the system would display a smudged and grainy image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the image processor printed circuit board. The system was tested and found to be working as intended and put back in service.